Manufacturer narrative:
The reported event of pin conductor seal separated from the lead body at the pin was confirmed. The connector pin with the cap and crimp sleeve were found pulled out of the connector assembly with the inner coil found offset in this region consistent with procedural damage. Evidence of solvent bonding were noted around the cap and inside the molded connector. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedural damage.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead connector pin was found separated from the body. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable following the procedure.